Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 314.467, lot 7036449: release to warehouse date: january 10, 2013. Manufacturing site: synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspections revealed that there was no bent condition of the device's shaft. Further observations reveal that the distal tip threads were found twisted / deformed. Hence, the complaint is confirmed. No other deflects were found. The exact cause of the reported condition is unknown. After a visual inspection, it is determined that the device is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: corrected data: g4: initially reported as march 11, 2019 but should have been march 22, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: hxx, kwq. Device available for evaluation: received date. Occupation: reporter is a synthes sales rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection at field stock location (fsl), it was observed that the stardrive screwdriver shaft t8 was found to be bent. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).